Event description:
Electronic components on video circuit card in computer section of stryker communications infinity switch point 2, serial number (B)(4), overheated causing the system to fail and smoke. Operating room staff smelled and saw smoke coming from device and activated the fire alarm. The unit did not start a fire. The smell and smoke came from the components overheating the video card. The unit was taken out of service and replaced with a new one by stryker. Stryker communications removed the unit from the operating room and sent it back to MFR to examine.